Event description:
(B)(6) from our (B)(6) reported that "the bed was not working during installation. Checked and found that there is input in the transformer, but no output. Swapped the transformer with a good unit and proper operation verified." There was no pt involvement or any adverse consequences.